Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hyperglycemia as well as hypoglycemia. The customer's blood glucose level was lower than 40 mg/dl earlier and then it went as high as 400 mg/dl. The customer declined troubleshooting. The customer's other blood glucose value was 208 mg/dl. The insulin pump will not be returned for analysis.